Event description:
It was reported that during an unknown procedure the device would not activate. They used another liked device to complete the procedure. There was no patient consequence reported. The device is returning for analysis. The device was left in the or area in a red bag.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the electrode detached from instrument and not returned. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active rod was noted. Because of the missing electrode we were unable to test the full functionality of the instrument. It is possible that a replace instrument screen error was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis. No conclusion could be reached as to the cause of the event.